Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height sub drawer 2.1 was not detected on the bus. A field service engineer (fse) inspected for debris, and the row board cable at the drawer tray and drawer controller was reseated. After a proper reboot, the drawer became responsive. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.